Manufacturer narrative:
Methods: complaint statistics and process evaluation based on the lot number results: an investigation was performed on the basis of complaint statistics since no device was returned for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The product history device records were also reviewed based on the lot number provided, and no abnormalities were found. Assessment conclusion: due to no device being returned and the device history records showed no abnormality, the root cause for the failure cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.

Event description:
A sternal plate broke after implantation. The patient did not undergo a secondary surgery. The plate remains in patient's body.

Manufacturer narrative:
It was originally reported that only one sternal plate had broken in the patient. During the explant surgery on (B)(6) 2017 it was discovered that two sternal plates and a rib plate broke in the patient. The sternal plates have identical model and lot numbers. The rib plate has been filled under a separate MDR (9610905-2017-00045).